Event description:
At the change of shift, it was noted that heparin drip was running at 1.5ml/hr and was not programmed for heparin. The rate was changed to 1541/.hr and programmed for heparin. After estimating how long rate was in error, a bolus of heparin was given and coagulation labs drawn one hour after bolus. No adverse outcome to the pt. The nurse who programmed the machine inadvertently hit the decimal point while programming the rate.